Event description:
The pt received her scs system on (B)(6) 2010. It was reported that the pt is experiencing no stimulation at the maximum amplitude. X-rays verified that the lead had not moved and all connections were intact. The physician plans on testing the lead intra-operatively. No additional info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.